Event description:
Port inserted in the spring. Removed seven days later due to reports of leaking. Surgical procedure to remove the port. Port broken and retrieved from right ventricle. Required interventional procedure to retrieve.